Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertaks repair stitch broke. This occurred during hip labral repair on (B)(6) 2023, when tensioning the stitch broke. There was no additional information provided, additional information has been requested. Additional information was provided on 05/09/2023, it was reported that the repair stitch broke and the anchor pulled out, all parts were retrieved from the patient. A new ar-3636h was used to complete the case.